Manufacturer narrative:
This follow up report is being filed to relay that this report is a duplicate of manufacturing report number 1825034-2015-04300.

Manufacturer narrative:
(B)(4). Concomitant medical product: vanguard xp interlok femoral, cat#: 195911 lot#: 244250, vanguard xp interlok tibial tray, cat#: 195757 lot#: 592640, vanguard xp lateral tibial bearing, cat#: 195780 lot#: 057810. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-07997.

Event description:
It was reported that the patient was revised and an incision and drainage, synovectomy and bursectomy were performed. Attempts have been made and no further information has been provided.